Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged sleep apnea and difficulty of breathing. There was no report of patients serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 10, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing, shortness of breath, strange odor, burning smell related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed an unknown dust contaminant on the front panel, rear panel, and bottom enclosure, a hair like particle was observed on the bottom enclosure , an unknown dust contaminant was observed on the blower and blower seal, a keratin like substance was observed on the blower box outlet and evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device which suggests that source of contamination was external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.